Event description:
The reporter stated that the surgeon was advacing a single piece toric silicone lens model aa420tl in the cartridge prior to insertion and the lens became stuck in the cartridge. There was no patient contact or injury.

Manufacturer narrative:
Results: 100 (other) - a visual inspection of the returned product shows the lens is inside the cartridge. No visible damage to the catridge. There is clear surgical residue on the cartridge. Conclusion: 67 - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector was not returned for evaluation. Claim: 409047